Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient experienced ineffective stimulation with their scs system because both leads migrated. Migration was confirmed via x-rays. Most recently, the patient presented at the ER with discomfort at the previous incisions [related manufacturer report number: 1627487-2024-08219, 1627487-2024-08220, 1627487-2024-08224, 1627487-2024-08225]. As a result, surgical intervention was undertaken on 25may2024 wherein the scs system was explanted to address the issue.

Manufacturer narrative:
Correction: section g3 - date received by manufacturer should have been 13may2024 rather than 14may2024 in the initial report. Correction: section h6- the investigation conclusions codes should have been 67 - no problem detected and 24 - cause traced to intentional off-label, unapproved, or contraindicated use rather than 67 - no problem detected only.